Event description:
Maude report received by baxter global pharmacovigilance (gpv) on 12/20/2011 with a report of a patient death causally related to a baxter homechoice automated peritoneal dialysis (pd) system. Reportedly the patient began using the pd system in 2009. The patient thereafter exhibited signs and symptoms as reported in baxter's class I recall notified for this device. Reportedly, the patient died on an unknown date in 2010.

Manufacturer narrative:
(B)(4). The status of the device is currently unknown. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation, therefore, the problem was not confirmed and the cause of the problem was not identified.